Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received a make sure heater bag is on the heater tray message during fill one of five of their therapy. The patient had filled 87ml of an expected 2000ml at the time of the alarm. The patient attempted to reboot the cycler but the message reoccurred. The technical support representative provided the patient with possible causes for the alarm and the treatment was cancelled. Upon removing the supplies, fluid was discovered within the cassette compartment of the cycler. The cause for the leak was unknown. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient finished their treatment using manual supplies. The patient did not develop any symptoms or require medical intervention as a result of the fluid leak. The cassette used at the time of the incident was discarded. The patient received a replacement cycler and was able to continue with peritoneal dialysis therapy without complication. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and identified that the front panel bezel gasket was drooping over the center of the front panel overlay. Upon initiating a simulated treatment on the cycler, the machine alarmed with a ¿heater bag not detected¿ alarm three consecutive times before treatment was cancelled. An internal inspection identified that the cause of the alarm was due to the presence of fluid within the pneumatic filter. The filter was replaced and a second treatment was initiated and completed without further complications. The internal inspection also noted evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.